Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the unspecified timing, it was found that the endoscopic image of the subject device could not be displayed on the monitor. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated, and also found that there were water invasions into inside the ccd unit. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the failure of the ccd unit due to the water invasion into inside the ccd unit. If additional information is received, this report will be supplemented.